Event description:
It is reported that the unit was on a patient today, on (B)(6) 2026 and at 3:00 am the unit did a cockpit restart. No reported patient injury. Once powered off it has powered back up. Ventilation continued.

Manufacturer narrative:
The investigation of the provided logfile confirmed cockpit restarts during the reported time. A faulty basis board was the root cause. A replacement of the basis board is recomended and test according to manufacturer specs afterwards. The device reacted as specified on a detected deviation and posted appropriate alarms. The main function of the device - the ventilation - was not interrupted by that issue. The affected device alarmed and behaved as specified. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.